Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was exposed to a huge power plant/grid with large capacitors and magnets as a part of his job and received a vibratory alert post exposure, and then came to hospital. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. The device was restored to its original settings and the issue was resolved. The patient was in stable condition.